Manufacturer narrative:
The device was not explanted. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient had acquired an infection following a blunt force impact to the ipg pocket from hitting a door. The physician performed an aspiration and wound wash-out at the site and patient was given antibiotics. Nevro had attempted to obtain additional information regarding the nature of the infection but was unsuccessful.